Event description:
It was reported that the patient had a pericardial effusion and a pericardial window was performed. It was also reported that the right ventricular [rv] lead was not sensing or capturing, and the rv lead may have caused a perforation post-implant. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and there was blood/body fluid on the proximal conductor (not obstructed). It was noted that the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was tissue on the helix, there was apparent explant damage and the lead was stretched.